Event description:
It was reported that a failed accuracy +7.5% during testing was experienced. No patient injury.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Found fluid ingression on the pump by the chassis base of the expulsor, which damaged into the expulsor gasket cause not consistent delivery issue. Replaced expulsor assembly. The cause of the reported problem could not be determined. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.